Event description:
On (B)(6): field service engineer reports; both rams move when the b-side buttons on power head are pressed.

Manufacturer narrative:
Covidien field service engineer (fse) evaluated system per service manual for the reported incident that both rams move when b-side powerhead buttons were pressed. Fse replaced the power interconnect board. Fse then verified proper operation according to service checklist. System was returned to full service by customer.